Manufacturer narrative:
Unit received with fully functional keypad. Keypad traces were inspected and no physical or moisture damage on the keypad traces was noted. Keypad flex connector is plugged in properly. Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. No unexpected rewind anomaly noted. No unexpected motor alarms noted in the pump history files. Pump was cut open to perform visual inspection and found evidence of moisture damage on the pcba 1 board. During visual inspection, no loose or disconnected motor flex connector noted on j5 at pcba1. Test p-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case, cracked keypad overlay, and cracked retainer ring. Rewind anomaly not confirmed during testing. Keypad/buttons functioned properly during analysis and passed all required testing. Unresponsive keypad was not confirmed. Moisture exposure confirmed on the pcba 1 board. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a keypad/button unresponsive/button error, a rewind anomaly. The customer reported no adverse event. The event involved product(s) mmt-1715kl. The troubleshooting was not performed and the customer reported a keypad anomaly and/or stuck button alarm. The customer called for an issue not covered by existing troubleshooting guides. Refer to the event description for more details. No harm requiring medical intervention was reported. It was unknown whether the customer would continue using the device. No product return is required for mmt-1715kl.